Event description:
It was reported that the balloon was damaged. The stenosed target lesion was located in the arteriovenous fistula. A 4.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. The balloon was positioned at the lesion site, connected to the pump and pressurized to 18 atmospheres, but no further increase was possible. When the balloon was withdrawn and pressure reapplied, it was found to be damaged. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that the balloon was damaged. The stenosed target lesion was located in the arteriovenous fistula. A 4.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. The balloon was positioned at the lesion site, connected to the pump and pressurized to 18 atmospheres, but no further increase was possible. When the balloon was withdrawn and pressure reapplied, it was found to be damaged. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications reported, and the patient was in good condition after the procedure. It was further reported that when the balloon was pressured to 12-16 atmospheres, a longitudinal tear appeared on the balloon.

Manufacturer narrative:
A2 - age at time of event: 18 years or older b5. Describe event or problem: added information, based on additional information.

Manufacturer narrative:
Correction to field d4: lot number from 0033063869 to 0032504208. A2: age at time of event: 18 years or older. B5: describe event or problem: added information, based on additional information.

Event description:
It was reported that the balloon was damaged. The stenosed target lesion was located in the arteriovenous fistula. A 4.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. The balloon was positioned at the lesion site, connected to the pump and pressurized to 18 atmospheres, but no further increase was possible. When the balloon was withdrawn and pressure reapplied, it was found to be damaged. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications reported, and the patient was in good condition after the procedure. It was further reported that when the balloon was pressured to 12-16 atmospheres, a longitudinal tear appeared on the balloon.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 25mm distal of the proximal markerband. The rated burst pressure for this device is 24 atmospheres. No issues were noted with the tip of the device. A visual examination found no damage or issues with the markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that the balloon was damaged. The stenosed target lesion was located in the arteriovenous fistula. A 4.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. The balloon was positioned at the lesion site, connected to the pump and pressurized to 18 atmospheres, but no further increase was possible. When the balloon was withdrawn and pressure reapplied, it was found to be damaged. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications reported, and the patient was in good condition after the procedure. It was further reported that when the balloon was pressured to 12-16 atmospheres, a longitudinal tear appeared on the balloon.